Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Qc 1: 3.5 inr, qc 2: 3.4 inr , qc 3: 3.4 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.5 - 3.9 inr). All measurements were without error messages. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory method

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. Per the meter memory, at 9:10 am the meter result was 1.9 inr. Sometime in the morning, the laboratory result was 2.8 inr. The customer's therapeutic range is 2 - 3 inr. There was no allegation of an adverse event. Relevant retention test strips (lot 250323) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.